Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 390 (mg/dl) for 2 weeks. Customer changed pump supplies, administered boluses with the pump, and administered manual injections to treat elevated bg levels; however, customer reported that only the insulin injections would stabilize their bg levels. It was also reported that the customer experienced a low bg level of 40 (mg/dl) on (B)(6)2016 that they treated by drinking soda. Reportedly, customer has experienced an unspecified illness and believes that this may be contributing to bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.